Event description:
Information was received indicating that a smiths medical battery pack is implicated in an issue where the pump alarmed and then powered down for no reason. The pump was being used for a pediatric clinical trial. There were no reported adverse events.